Event description:
During a routine shift check by a clinician, the device failed to power on. No patient involvement in the reported malfunction.

Event description:
Complainant alleged that during get-up of the device prior to being used on a pt the device failed to power up. Complaintant indicated that the clinican obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.